Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Based on the evidence available the reported condition of instrument did not fire and staple pre-fire was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fourth firing in closing the common hole of functional end to end anastomosis procedure, the first cartridge was in a condition that pre-fire was suspected. For the second cartridge, it was unable to verify whether the cartridge was pre-fired or not by visual check but according to the doctor, the green button was able to be pressed but the handle was unable to be squeezed. For the third time, suture was used for closing and it was completed. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.